Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device displayed numerous unspecified errors. The clinician replaced the device to continue to pace the patient successfully. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the clinical file for the (B)(6) 2025 event showed the device displayed repeated "ECG lead-off" messages when switched between defib and pace modes. Despite successful manual tests and normal ECG signals in logs, the clinical file showed no ECG capture, only dotted lines with pacer spikes, suggesting a potential ECG connection issue. This may have occurred because ECG electrodes were not properly attached when using the one-step multifunction cable (mfc). No fault or error messages were logged during the event. The analog board will be replaced as a pre-caution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.